Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000529. H3: a manufacturer representative went to the site to service the system. The pendant was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that  when the docking button on the pendant is pressed, it goes into slow movement. There was no patient involvement.

Manufacturer narrative:
H3, h6: the pendant, lot number: 19918 0002 rev. 1, was returned to the manufacturer for analysis. The front foil on pendant was lifting (delamination), and the buttons needed excessive force to be functional. It was confirmed that the pendant was worn. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.